Event description:
Related manufacturer report number: 2017865-2023-13053. Related manufacturer report number: 2017865-2023-13054. It was reported that a patient presented with a mass on the atrial lead; testing was performed and revealed it was strep. The implantable cardioverter defibrillator (ICD) and leads were explanted due to the infection. The patient condition was stable throughout.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.